Event description:
A low readings issue was reported with the adc device. The customer received low sensor scan results, and despite glucose treatment, the sensor scan results remained low. Around 2:00 a.m., on (B)(6) 2023, a sensor scan result of 42 mg/dl was compared to a healthcare professional (hcp) meter reading of 495 mg/dl and the readings, when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. Customer was treated with insulin (dose/type unspecified). At 5:00 a.m., an hcp meter reading of 515 mg/dl was obtained compared to an unspecified low sensor scan result, however no additional treatment was reported at this time. At 6:00 p.m., customer was administered 2 units of tresiba (long-acting) insulin. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.